Event description:
A doctor reported an iris tear during an intraocular lens (iol) implant procedure. The tear occurred when the iris became caught between the cartridge and handpiece plunger rod, as the surgeon pulled the plunger rod out of the cartridge when the cartridge was being removed from the pt's eye. The doctor was unwilling to provide further info.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).